Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange did not deploy smoothly; therefore, the stent was removed partially deployed. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent partially deployed could not be confirmed. However, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The device has been returned, and the yellow clip was attached. In addition, visual inspection observed a kink in the sheath near the luer. The stent was deployed successfully and expanded to its intended shape without issues or delay. No problems were identified with the stent or its deployment. The observed kink near the luer likely resulted from procedural facts, such as excessive force and/or manipulation of the sheath. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis. The device was returned for analysis with the yellow clip attached, indicating the stent had not been deployed. X ray images confirmed the stent was intact and undeployed, with no damage observed. Visual inspection noted a kink in the sheath near the luer. After removing the yellow clip and moving the slider from 0 to the second position, the distal flange immediately deployed and expanded to its intended shape. The stent was then fully deployed and expanded without issues or delay. No problems were identified with the stent or its deployment. Risk review: a risk review was completed and confirmed that the event of "stent partially deployed" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange did not deploy smoothly; therefore, the stent was removed partially deployed. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure.